Event description:
Graft loss [complications of transplant surgery]. Case description: spontaneous report received via named pt use in 2008 from a physician regarding a female pt. After experiencing a burn of 60% of her body, the pt received epicel cea (cultured epidermal autografts; lot # ee01159) on approx two months earlier (48 grafts), and on two weeks prior to original date (48 grafts). The outcome of both grafts was poor without any obvious cause. There was no fever, nor signs or symptoms for infection. Three months after the burn incident, the pt showed no signs of self healing. As of the date of receipt of this report, the pt had not yet recovered. The severity of the events was reported as severe.